Event description:
It was reported that the pulse generator exhibited backup vvi during a routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.